Manufacturer narrative:
The patient was the initial reporter, so personal information was not entered. The model# was not provided.

Event description:
(B)(6) customer received a blood glucose reading of 13.5mmol/l on the contour next. The meter automatically marked it as a control test, which will be displayed as a control result when accessing the meter's memory. No adverse event was alleged. The customer was advised to returned the strips for evaluation. New meter and strips were sent to him.